Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed help setting up the new insulin pump. Blood glucose value was 39 mg/dl at the time of the incident. The customer treated with carbs and was assisted in setting up the insulin pump. No troubleshooting was performed. Nothing will be replaced or returned.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.